Event description:
It was reported that the patient had chronic low r-waves sensed by their right ventricular (rv) lead. Therefore, they elected to have their rv lead explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported event of ¿low r waves¿ was not confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, and electrical analysis was normal with no anomalies found.